Manufacturer narrative:
The item in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "signal lost while doing surgery with loud fan noise" no output signal . No output signal form dp port,dvi and 12 g-sdi. Surgical delay , had to bring other system due to which surgery duration and anesthesia time was prolonged". It was confirmed that the procedure was completed successfully and there was no injury to the patient, user or third. According to the information the procedure was prolonged between 15 and 60 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: customer complaint verified: the unit does not provide any video output from the dp ports, dvi, or 12g-sdi. Additionally, it has an internal loud fan noise. The conclusion from all the investigation steps is that the fpga (field programmable gate array) u1 is malfunctioning. Therefore, the most probable root cause is a component failure (fpga defect). In the corresponding instructions for use important information regarding the failure of products is given. It is stated to perform an equipment test before use and to remove the camera from the endoscope and continue the procedure optically, if the image fails during the procedure. Furthermore it stated to have a replacement system ready for each application. Internal karl storz reference number: (B)(4).